Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited low pacing impedance. The lv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.